Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported to the emergency room with shortness of breath. It was determined that the patient had received inappropriate shocks due to noise. The noise was reproducible. Shock lead impedance on the non-boston scientific right ventricular (rv) lead was found to be greater than 200 ohms, although reprogramming the implantable cardioverter defibrillator (ICD) to a different shocking vector decreased the impedance to 60 ohms. An x-ray was performed, which showed that the non-boston scientific right atrial (ra) lead and rv lead were very close to each other at the distal tips. Additionally, there was an abandoned non-boston scientific lead that appeared to be close to the superior ra ring. Boston scientific technical services (ts) discussed the potential of lead-on-lead interference. No adverse patient effects were reported. The ICD remains in service.